Event description:
The customer reported that they detected a fetal heart rate (fhr) 2-3 days before the birth, whereas the baby had previously died 2-3 days before the birth.

Manufacturer narrative:
(B)(4). The customer reported that they detected a fetal heart rate (fhr) 2-3 days before the birth whereas the baby had previously died 2-3 days before the birth. The fm20 fetal monitor was tested onsite by a philips modality performance manager and worked as designed. No product malfunction. The report is fully consistent with failure to verify fetal life before beginning to monitor and with placement of the ultrasound transducer so that the mother was monitored. Per the instructions for use (IFU), fetal life should be verified before monitoring and the ccv (cross channel verification) functions should be used to alert clinicians if maternal heart rate (mhr) is detected instead of fetal heart rate (fhr). Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.